Event description:
It was reported that the user¿s system generated an occlusion alert, after which the user contacted customer support, changed all infusion supplies, and planned to load insulin once it warmed to room temperature. No reported impact to blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the occlusion resolved following replacement of supplies. It was concluded that the event was consistent with an occlusion that resolved after a supply change.